Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and device dislocation ('migration') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included venlafaxine hydrochloride (effexor) since 2004 for anguish and depression, fluoxetine hydrochloride (prozac) since 2004 for depression and anguish as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen) from (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and pain ("right side of body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the device dislocation, depression, anxiety and pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event migration was added. Outcome for previously reported event physical pain/pelvic pain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and device dislocation ('migration'). In a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: nuvaring. Concomitant products included: venlafaxine hydrochloride (effexor) since 2004 for anguish and depression, fluoxetine hydrochloride (prozac) since 2004 for depression and anguish, as well as medroxyprogesterone acetate (depo-provera) from 25-sep-2009 to 25-dec-2009 and paracetamol (acetaminophen) from june 2009 to september 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems, condition: depression/psych injury"), anxiety ("psychological or psychiatric problems, condition: mental anguish/anxiety") and pain ("right side of body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. And the device dislocation, depression, anxiety, abdominal pain and pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, essure device was successfully occluded. Result: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: outcome of the events: "device dislocation, depression, anxiety and pain was updated to recovering". Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and device dislocation ('migration') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included venlafaxine hydrochloride (effexor) since 2004 for anguish and depression, fluoxetine hydrochloride (prozac) since 2004 for depression and anguish as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and pain ("right side of body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the device dislocation, depression, anxiety, abdominal pain and pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2009 and venlafaxine hydrochloride (effexor) since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pain ("right side of body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain and abdominal pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, abdominal pain, right side of body pain. Outcome of event pelvic pain were updated. Device category changed from device other event to incident. Reporter information, aka name, concomitant drug, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.